Manufacturer narrative:
(B)(4). Device evaluation anticipated, but has not yet begun. Upon carefusion's investigation, a follow up medwatch will be submitted.

Event description:
(B)(6) called today to report an incident with suction catheter, t260c.  She reports it appears that approximately 1" of the suction catheter is missing at the  tip.  This was noticed when trying to suction a patient undergoing a procedure in the operating room.  The procedure was delayed very briefly to get a new catheter. The patient, also, had a scan to insure the tip of the suction catheter did not break off in the airway. Additional information received from customer ((B)(6)) on (B)(4) 2014:the issue was noticed after the clinician suctioned the patient and realized the product couldn¿t suction. When the suction catheter was pulled out of the patient¿s airway that is when they noticed that the suction catheter appeared to missing 4 cm  from the tip. There was no patient harm or injury noted but the patient did have to have a laryngoscopy to verify if the piece was there. Nothing was found. Customer stated that the suction catheter needs to be cleared with her boss before sending out. O.r. Management will file an FDA report on this issue.

Manufacturer narrative:
(B)(4). Device evaluation: one open sample was received for evaluation. Per visual inspection, a hole was observed on the suction catheter tubing. Therefore, the reported condition was confirmed. No issues were found during the review of internal production records for the lot indicated that could result in the reported condition. All documentation indicates that product was manufactured, inspected and released in accordance with carefusion specifications. A two year trend review was performed and it was observed that no other incidents regarding a hole on the suction catheter tubing has been reported. After the manufacturing process review, it was determined that manufacturing personnel could have contributed to the reported condition if personnel did not assure that the catheter was completely straight along the cavity of the package. Based on the investigation, the most possible root cause for the issue reported was determined to be the following: suction catheter tubing was cut off during the packaging cutting process and catheter was trapped on cavity. Personnel failed to detect the defective unit during inspection. To prevent future incidents, all applicable manufacturing and quality personnel will be notified of this report in an effort to heighten awareness regarding this issue and minimize any impact from the manufacturing processes. In addition, the following improvements were implemented that will help detect/reduce that the suction catheter gets stuck in its packaging: manufacturing personnel were certified in the process inspection to detect any defects the final packaging. The packaging of the 14fr catheter was updated to assure that this unit maintains a straight form during the packaging process. A process analysis sheet will be created to this process to help our operators detect trapped suction catheter units. Carefusion will continue to monitor and trend this issue.